Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported balloon rupture. Based upon the available information a definitive root cause could not be determined. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 12/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during an angioplasty procedure of highly calcified lesion in the anterior tibial artery, the pta balloon was allegedly ruptured at 12atm at first inflation attempt. It was further reported that another pta balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that during an angioplasty procedure of highly calcified lesion in the anterior tibial artery, the pta balloon was allegedly ruptured at 12atm during first inflation attempt. It was further reported that another pta balloon was used to complete the procedure. There was no reported patient injury.